Event description:
It was reported by a customer that on (B)(6) 2011, there was a decrease in fiber vaporization efficiency at 19,485 joules. Per the customer, the fiber stopped during the procedure. No patient injury was reported.